Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the left arm near the bicep on (B)(6) 2019. The patient stated she experienced itchiness 30 minutes after the insertion. On (B)(6) 2019 the patient applied the simpatch and removed the patch on (B)(6) 2019 due to excessive irritation and itchiness. Upon sensor removal, the patient described the insertion site was red, irritated, swollen, and yellow discharge was on the sensor. The patient stated she was seen by a physician and was prescribed hydrocortisone cream, claritin, and pepcid, and no specific medical intervention date or physician information was provided. On (B)(6) 2019 additionally, the patient provided photographs of the insertion site. A medical review was performed by dexcom clinical customer advocacy specialist on (B)(6) 2019 and the confirmation of a skin reaction was confirmed via the photographs. At the time of contact the patient was well. No additional event or patient information is available.